Event description:
Customer called to state that when she has completed a bolus, there is no confirmation beep. There is no beep on activation. Customer has not seen any visible cracks or breaks around the battery and says the unit has not been dropped.